Event description:
A report was received that the patient's lead eroded through the skin and was exposed at the incision site. The patient's lead was accidentally torn out while the patient was working under his kitchen sink. The patient's lead was explanted and the patient is reportedly doing well.